Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "intermittent reflux" (reflux within device). The customer reported intermittent reflux during the I/a mode. Additional info received from the nurse stated four cases were canceled. Two pts were prepped before the cancellation. Both pts were recovered and sent home. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and no problems were found with the system. The company service representative tested three I/a sets and found seven non-conforming tips. The company service representative recommended the non-confirming tips be replaced. The customer replaced the I/a tips and discarded the replaced tips. The system was then tested and met all product specifications. (B)(4).